Event description:
As reported by the edwards field clinical specialist, upon removal of the sheath a left external iliac dissection was noted. Per report, a left femoral cutdown was performed in the usual sterile fashion. A 22fr sheath was placed with slight difficulty. Upon removal of the sheath with subtracted angiography, a left external iliac dissection was noted. A gore 12x 14mm covered stent was placed in the dissected area with a good result verified by subtracted angiography. The cutdown site was then closed in the usual sterile fashion with a good result. The patient was extubated and transferred to the intensive care unit. Additional investigation revealed the following: the minimum luminal diameter was 6.7mm. The vessel was described as not calcified and mildly tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The physicians training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr esheath is 7.0mm. In this case, the access vessel¿s minimum luminal diameter was 6.7mm, and the vessels were noted to be non calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. It is possible that the inadequate size of the vessel could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.